Event description:
Mr (B)(6) had bilateral mako unicompartmental knee arthroplasty. Placed, according to operative report, we make size 6 femur, size 7 tibia, 8 mm polyethylene insert. Pain continued after the implant. A visit to the ER on (B)(6) had him sent back to his surgeon who did an x ray which showed bilateral fractures of the medical condyles by the base plates. Mr (B)(6) required extensive surgery to remove and replace the implants.